Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices are not being returned, therefore are unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatches: mr# 1221934-2018-53630, 1221934-2018-53629. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that three devices were reported as complaints. The first one broke during the insertion. Another one of the same lot and the other lot came off after bridged and tying the suture. No broken piece was left in the patient¿s body. One of them was discarded at the hospital and the rest will be returned for the investigation. No surgical delay or harm to the patient was reported. The backup device was used to complete the case. Additional information from affiliate 5-29. The device will not be returned. It is unknown where the anchors broke. It is reported it broke during insertion. Awl used was 222314. It is unknown what type of suture was used. It is unknown many tails of suture was used. It is unknown what type of bone quality the patient has.